Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4). This is the first of three complaints for the same patient, related MDR numbers: 3011649314-2024-00281, 3011649314-2024-00282.

Event description:
A healthcare professional reported the hahn tapered implant failed. The patient has type iii bone quality and good oral hygiene. The patient presented on (B)(6) 2023 for a primary procedure on tooth #7. Patient returned on (B)(6) 2024 for second stage surgery. Upon examination provider noticed the implant spun (no epithelium lining) and failed to osseointegrate due to fitting issue, the implant was removed and not replaced. No information provided regarding preexisting medical conditions of the patient. Patient does not have a permanent injury. Provider noted implant site was grafted and an attempt was made to replace with another implant.

Manufacturer narrative:
Correction: a2. The manufacturer internal reference number is: comp-(B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6139621 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6139621 is not applicable for review since the issue is customer related. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant, but not the size reported. Therefore, could not verify defect or non-conformity. Matter was observed in the threading of the implant root cause: failure to osseointegrate is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, patient has history of chromosome disorder. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in warning section: absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. IFU 570 rev 4 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. The manufacturer internal reference number is: (B)(4).